Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hemorrhoid surgery, there was zero staple. A suture was used to continue the case.